Event description:
It was reported that, at the end of the transurethral resection of the prostate procedure, the clinician noticed that the tip of the resection sheath was missing. The patient underwent an x-ray to confirm that no foreign body remained in the patient. The x-ray results were clear. There were no further reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.